Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the trunk cable was pulled from the strain relief, damaging trunk cable connector j702 on the distribution node pca. The root cause for the strained cable was excessive force. Investigation underway. No adverse events occurred as a result of the defective electrode belt.

Event description:
09/30/2020: resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form was located, and acknowledgements 1, 2, and 3 could not be located. A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt displayed a service code 204 (belt/monitor unusable).